Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing of premature ventricular contractions (pvc) following implant of a left ventricular assist device (lvad). Subsequently, inappropriate pacing was delivered resulting in induced ventricular tachycardia (vt) episodes. Reprogramming of device settings resulted in oversensing of noisy signals and delivery of inappropriate pacing. Subsequently, the physician decided to disable tachycardia therapy for this patient. No additional adverse patient effects were reported. Additionally, this patient required bedside cardioversion for a slow vt episode. It was unclear if this episode was undersensed or the rhythm fell below the programmed therapy zone. This ICD remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.